Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received 2 scs leads from the same lot number, one of which was an attempted implant. It was reported the patient was experiencing headache, nausea and sensitivity to light since receiving the scs trial system. It was reported during the implant procedure, the physician attempted implanting a second scs lead but was unsuccessful as the patient could not tolerate the procedure. Follow-up identified the headache has resolved.